Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the balloon of a 14 french temperature sensing foley catheter could not be inflated upon insertion. This 14 french temperature sensing foley catheter was removed and a new foley was placed.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned for evaluation. A potential failure mode could be ¿collapsed lumen under balloon¿ with a potential root cause of "wrinkled rubberize or poor inflation lumen coverage". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of a 14 french temperature sensing foley catheter could not be inflated upon insertion. This 14 french temperature sensing foley catheter was removed and a new foley was placed.